Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139629. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was unable to enter MRI mode due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead and ipg were explanted and replaced to address the issue. It is unknown which lead had high impedance.